Manufacturer narrative:
(B)(4). Lot number is unknown. However, based on sales history for this customer, the potential lot number is 13f16k0218. The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges during femoral arterial line placement, the doctor found the guidewire difficult to pass. The customer reported that the spring guidewire was kinked during use. No patient injury or consequence.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review performed for the spring wire guide, ars, and introducer needle did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges during femoral arterial line placement, the doctor found the guidewire difficult to pass. The customer reported that the spring guidewire was kinked during use. No patient injury or consequence.